Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door kept failing. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door 8 failed. A field service engineer (fse) inspected the tower doors and noted multiple latch activations when opening doors 5 and 8. The latch column was removed, all latch connections were checked and tightened, and all door controller connections were cleaned. Door operation was then tested in the application and the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.